Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) was explanted, replaced and the patient treated with drainage of site. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) was explanted, the leads were capped, and the patient treated with drainage of site. No further patient complications have been reported as a result of this event.